Manufacturer narrative:
Continuation of medical devices: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 22-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 800 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient had been complaining of less therapeutic effect. A dye study had been performed but the representative did not know the results of the study. The caller stated "they were hypothesizing potential leaking at the connector site at the back but they aren't sure." Exploratory surgery was scheduled for (B)(6) 2018 to resolve the catheter issue. It was also noted that they tried switching from 500 mcg/ml of baclofen to 2000 mcg/ml but the patient reported less therapy effect so they were switched back to 500 mcg/ml. No further complications were reported. Additional information was received from a health care professional via a device manufacturer representative on (B)(6) 2018. It was reported that the dye study showed a dye accumulation at the sc connector of the catheter. The connector was replaced. It was determined that there was a disconnect at the sc connector, which was the cause of the issue. The patient's weight was unknown. No further complications were reported.